Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event in question is occurring due to a foreign object in the nozzle. The event can be detected/prevented by following the instructions for use which state: by following operation manual chapter 3 preparation and inspection and reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign object in the nozzle. There was no patient involvement.